Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain. The patient reported that for ¿quite awhile¿, they had been having problems with their equipment connecting to their pump. The patient stated the handset ¿always stops at 91%¿. The numbers on the screen ¿stop at 91, and it stays there for a good long while before it goes to 100¿. The patient stated if it gets to 91%, it would ¿eventually¿ get to 100%. The patient stated typically the percentages when connecting are 83, 91, and 100, but today, the first percentage was 14, and then the percentage did not increment and they did not get the bolus despite not moving the communicator and the bluetooth light being solid. The patient later stated the percentage went to 18, then there was a delay, then it went up to like 20 or something, ¿and I said something out loud to whoever is doing this to me, and then it went to 83, then 91, and eventually 100. This happened for my last bolus and my equipment went haywire¿. While on the call, the patient was already connected to the pump and bolus with a lockout of 1 hour and 21 minutes. The agent assisted the patient in clearing data. Prior to clearing data, patient's data was 606 kb. The patient would monitor and call back if further assistance was needed.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.